Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nurses were observed 10 minutes delay with orders crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had system performance failure. A technical support specialist confirmed that the required messaging hotfix was to be applied based on the knowledge article (med es server messages not processing-concurrent error). The hotfix was successfully applied, and messaging functionality was monitored. It was confirmed that messages were processing normally and continuing to function correctly. The system functioned as intended after the technical support specialist troubleshot the device.